Event description:
It was reported that during an indirect decompression implant procedure, the cam lobes of the spacer would not deploy beyond the superior or inferior spinous process. After multiple adjustments to deploy the device, the head of the spacer popped off. It was noted that the width of the spinous process was wider than the device could accommodate. The device will not be returned as it was retained by the medical facility.